Event description:
It was discovered during testing that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the discovered symptom, which was unable to be reproduced through additional testing. Undetected upstream occlusion was unable to be confirmed but the device was recalibrated to ensure expected performance.